Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at mercy health reported the following issue with pu-621ra (main unit for cns-6201a); sn-(B)(6), from patient monitoring: cns keeps on having flickering screen displays and customer cannot click on certain tabs and buttons. Customer also reported that it would take a really long time to load a new window. Investigation summary: the root cause of the issue was undetermined from the information available, however the issue resolved on rebooting the cns. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process considering the probability of recurrence. I.e. "Improbable".

Event description:
The customer reported that their central nurse's station (cns) keeps having a flickering screen displays. They also reported that they cannot seem to click on certain tabs and buttons. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) keeps having a flickering screen displays. They also reported that they cannot seem to click on certain tabs, and buttons. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) keeps having a flickering screen displays. They also reported that they cannot seem to click on certain tabs, and buttons. No harm, or injury was reported.